Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
No blank display. Lcd board okay. No button error alarm. Unit was received with no button response due to button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window.